Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they routinely turn off the stimulation every night and turned it back on in the morning. However, after reactivating the therapy this morning, they did not feel any stimulation. Pt mentioned increasing the device settings from 4.3 to 5 noting that they were aware that it would give more stimulation when they increase it and they asked whether the device would automatically return to the initial settings. Agent reviewed information. Pt stated that this was the last time they felt stimulation, which they thought was how the device was supposed to function. They also noted trying to switch from group b to c about a week or so ago and they couldn't recall if it made any difference. When pt was asked for the event date, they stated that it might have been right from the start, but they were not sure since they were just new from this device and they were unsure how it was supposed to work. Agent asked, pt confirmed that the therapy was on. The patient was redirected to their healthcare provider and medtronic rep to further address the is sue. Pt mentioned attempting to contact the medtronic representative but was unable to reach them and stated they would try again.